Event description:
The customer reported to beckman coulter (bec) that they received voteouts and incomplete computation (+++) on white blood count (wbc) along with high hemoglobin (hgb) on quality control (qc) sample runs. The coulter act diff 2 analyzer was associated with this event. There was no reported leak in connection with this incident. The customer stated that there were no patient samples run as the control results were not within specification. No erroneous patient results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The customer reported that they verified lyse supply fitting and inspected reagents; however, the problem persisted and beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse reported that he replaced faulty lyse check valve that prevented proper priming of the lyse delivery line. The fse performed prime and verification, instrument operational following onsite repair. Failure mode was related to a faulty lyse delivery check valve. (B)(4).